Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a cavotricuspid isthmus procedure, a cardiac tamponade occurred. Pulmonary vein isolation was successfully completed with a tacticath quartz ablation catheter. During ablation along the cavotricuspid isthmus, a steam pop occurred. The patient became hypotensive and a pericardiocentesis was performed, which stabilized the patient; however, thirty minutes later the patient developed cardiogenic shock and was transferred to surgery. A rupture of the right coronary artery, located under the isthmus, was discovered and repaired. The patient was transferred to the ICU and the neurological status of the patient was unknown at the time of this report. Further information has been requested.